Event description:
A falsely elevated ctni result of 1.24 ng/ml was obtained on a sample from a patient. The falsely elevated result was reported to the physician and the patient was treated with acetylsalicylic acid. The same sample was tested twice and results of 0.00 ng/ml were obtained. The second sample was also retested on a stratus cs analyzer and a result of 0.00 ng/ml was obtained. Patient treatment was prescribed or altered as a result of the falsely elevated result. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data indicated a maintenance issue with the reagent (r2) probe.